Event description:
Follow-up revealed the patient underwent surgical intervention to explant the scs system.

Event description:
The patient (B)(6) is a participant in a clinical study ((B)(6) relief registry). The patient is implanted with two leads. The second lead is unknown at this time. It was reported the patient is experiencing pain regardless of stimulation and muscle spasms on her right side. Additionally, it was reported the pain increases with stimulation. Reprogramming did not provide resolution. In turn, the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.